Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed a major preventative maintenance (pm) on the instrument and installed the necessary components per the published pm procedure. The fse proactively replaced the home sensor on the precision pump. The fse indicated no system issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported an erroneously elevated troponin I (access accutni) result for one patient involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. The sample was reanalyzed on the same instrument and produced lower results within the risk stratification range. Subsequent testing of the patient¿s sample, on an alternate unicel dxc 600i system, produced lower results within the normal reference range. The original result was released out of the laboratory. The customer contacted the emergency room (ER) and advised the hospital that the reported value was erroneous. There was no report of patient injury or change in patient treatment associated with this event. The sample was then analyzed the second time on the original instrument and generated a result within the risk stratification. The sample was also analyzed the second time on the alternate instrument, in duplicate, and produced lower results within the normal reference range. The patient¿s sample was collected in 13x100 mm heparinized plasma tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The sample was analyzed through the cta (closed tube aliquotor) on the original and alternate instruments. All three levels of qc were performing within the laboratory¿s established ranges prior to and after the event. No quality control issues were noted. System check, performed on (B)(4) 2013, passed within instrument specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.